Event description:
It was reported that the patient implanted with this right ventricular (rv) lead was scheduled for a lead repositioning procedure. The specific reason was not provided. During the surgery, the helix on the lead was not able to be retracted. The physician was able to free the helix and remove the lead by rotating the lead body. After that, a new lead was implanted to complete the procedure. No additional adverse patient effects were reported. The explanted lead was expected to be returned for analysis.

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.